Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2017 due to a cardiac arrest and high blood glucose. The customers blood glucose was 1175 mg/dl when admitted. Blood glucose at the time of the case was 160 mg/dl. The customer¿s symptoms were confusion, unable to comprehend, felling very weak, and difficulty walking. It was stated that they were wearing the insulin pump at the time of hospitalization. Customer was treated at the hospital and the infusion set was discarded there. It was reported that the cause of the case may be due to a bent cannula. During troubleshooting, the cannula was removed and was bent. Customer was advised the infusion set will be replaced. The insulin pump will not be returned for analysis.